Manufacturer narrative:
Correction: b4/f8: date of this report in the initial MDR is being corrected from blank to 08/10/2021.

Manufacturer narrative:
The event occurred an unknown date in (B)(6) 2020. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by fever and a "red line mark going from the exit site to the abdomen". The cause of peritonitis was unknown. On the same day as the onset, the patient was hospitalized for the event and was treated with unknown antibiotics (doses, routes and frequencies were not reported) for the event. At the time of this report, the patient was discharged from the hospital and has recovered from the event. Pd therapy was discontinued and the pd catheter was pulled and the patient was put on hemodialysis three times a week for several months and was restarted at the time of this report. No additional information is available.